Event description:
Healthcare professional reported "progressive breast deformity", "significant asymmetry", "hardening associated with pain", "suggesting Baker 4 capsular contracture". Later healthcare professional reported "scattered cysts", "oval and circumscribed nodules" and "pain". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: Capsular contracture Baker grade IV. A review of the Device History Record has been completed. No deviations or non-conformances noted.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.